Event description:
It was reported that during a lavh procedure, the blade tip broke off the device. It was retrieved. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and not returned. During functional testing on a generator the device gave an error instrument error. The device will stop activating, and either emit a solid tone or display an instrument error code on the generator display when the blade becomes damaged. The break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.